Manufacturer narrative:
(B)(4). Based on the information available the root cause of the reported event is unknown. No patient imaging studies or medical records were available for clinical review. The manufacturing lot record evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot record evaluation confirmed all devices met specifications prior to release. The device was not returned, therefore no evaluation was completed.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent, a suprarenal aortic extension, and a limb extension. A follow up computed tomography (CT) showed the patient had a type 3b endoleak and a stent fracture. The physician elected to implant a non-endologix gore device to seal the endoleak. The patient is reported as doing well post procedure. There have been no additional adverse events reported for this patient.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm the type 3b endoleak. In addition to the type 3b endoleak the clinical evaluation identified the patient had aneurysm growth and pain at 42 months post implant. The most likely cause of the type 3b endoleak is related to the strata graft material. The off-label suprarenal cuff diameter used in the main body likely contributed to the event. The most likely cause of the stent fractures could not be determined. The event devices remain implanted in the patient and were not available for further evaluation. The review of the manufacturing lot confirmed all devices met specifications prior to release. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to less than 0.2%. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.